Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada service department;the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. Device was recalibrated and the test port pins were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend